Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over 1 hour occurred on 12-29-2022. For transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed, and no data was found for serial number (B)(6), within the investigation window. The allegation was undetermined. The probable cause was determined, to be a probable cause. Could not be determined, as the allegation was not found. The reported, event of signal loss over 1 hour is reportable, based on no data found for this transmitter (B)(6). However, loss of connection found in the log within the investigation window for another transmitter. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).